Manufacturer narrative:
No devices or photographs were returned for review; therefore the condition of the devices is unknown. Review of the device history records did not find any deviations or anomalies. Review of the operative notes confirms that the patient underwent left total hip arthroplasty due to left hip degenerative joint disease. The trial components gave good stability. The trials were removed and final components were implanted. Review of the office visit notes confirms that the patient was suffering from intermittent thigh pain. It was noted from the notes that the patient had excellent motion of the left hip. It was also noted in the notes that the x rays demonstrate some mild heterotopic ossification, roughly a grade 2 and the patient does have some sclerotic lines around the smooth part of his prosthesis but no lucencies around the porous part of the prosthesis. The surgeon noted that the intermittent thigh pain could be from differential motion between the stem and femur. It was reported that the patient does lot of heavy lifting and regularly participates in very active events such as bowling or golf. Product compatibility was reviewed with no issues noted. A definite root cause for the patient's pain cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
(B)(4). Other device used: catalog #00875706001, continuum cluster shell, lot #77001893, catalog #00877504001, biolox delta head, lot #2600144; manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and has grade 2 heterotopic ossification.